Event description:
The pt tested blood glucose on the suspect device and obtained a reading of 155mg/dl. Pt felt weak and vomited. Pt went to the docotor's office and dr tested pt's blood glucose on dr's own device. The reading was in the 400's mg/dl. Pt's suspect device then read 167mg/dl. The doctor admitted pt to the hosp where a lab result was 500's mg/dl. Pt was given and IV and insulin and kept overnight.